Event description:
Caller states that the inform meter had started smoking and had melted plastic around blackened pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform meter system. Reference medwatch report with (B)(6) for the inform base unit.